Event description:
One pt with discrepant gentamycin results. Same sample repeated three times gave result of 1.7 ug/ml each time. Erroneous result was not reported. The field service representative determined to be a problem with the sample probe, and replaced the sample probes. Performance tests were performed.